Event description:
In 2008, a female pt with acute thrombosis of lca in critical condition expired on the table in cath lab 1. An attempted percutaneous coronary angioplasty was unsuccessful. An email from the manager of invasive cardiology at the hospital, was received on thursday august 21, 2008, at 10:03 (eastern time zone), in which he states: on the event day, we had a pt expire on the table in cath lab 1. It was not related to any equipment issues with the siemens imaging system.

Manufacturer narrative:
The system was checked by the siemens local service engineer. Here appears to be no equipment malfunction; the device performs according to the specification.